Manufacturer narrative:
A follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to our customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples.

Event description:
Discordant, falsely elevated cardon dioxide concentrated (co2_c) results were obtained using an atellica ch 930 analyzer. The initial results were reported to the physician(s) and questioned. Repeat testing was performed with the same patient samples but on a different atellica ch 930 analyzer, resulting lower and as expected. The repeat results were reported to the physician(s) as the correct results. The customer stated that quality control (qc) recovered within range for both instruments when results were generated. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.